Event description:
It was reported that the patient was originally implanted with a lead connected into channel 0.7. Channel 8-15 was sealed. The patient experienced good pain relief for her right lower limbs, but required greater coverage for her left knee. The hcp elected to implant a second lead on (B)(6) 2011 in an attempt to improve coverage of the lower left limb. The lead was trialed and an impedance test showed normal impedances. The lead was tunneled to the battery site and placed on channel 8-15. An impedance test found electrodes 9-15 above 10,000 ohms. Only electrode 8 was in range. The lead was removed and channel 8-15 of the implantable pulse generator was cleaned. The lead was reconnected and 9-15 were again out of range. All electrodes were in range when tested with an external neurostimulator. The new lead was then connected to channel 0-7 and the pre-existing lead was placed in channel 8-15. Another impedance test showed electrodes 9-15 were out of range. A new implantable pulse generator was opened and implanted. All electrodes were within normal ranges except for electrode 12, which was over 10,000 ohms. No further testing was conducted. No patient outcome was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of ipg model 37702 serial# (B)(4) showed no anomalies with a passing grade on functional and visual examinations.